Manufacturer narrative:
Further investigation by the manufacturer and follow up with the customer confirmed the issue was resolved by the replacement of the photometer lamp.

Event description:
The customer experienced an issue with tina-quant hemoglobin a1cdx gen.2 (hemoglobin a1c) results for qc material and patient samples and received errors indicating an issue with the photometer lamp. The initial qc was outside of specification and the customer repeated calibration and qc which was within specification. A five patient comparison was performed and two examples of results were provided. Of this data, only the results for one sample were discrepant. The initial result was 6.25%, repeat result was 5.69%. The initial result was reported, but the customer was unsure which result was correct. The customer did not amend reports. There was no adverse event. The reagent lot number was 61760301 with an expiration date of 12/31/2016. The field service representative found there was an issue with the measurement system and that the customer had replaced the photometer lamp prior to his arrival. He ran diagnostic testing, observed the operation, and found no problems.